Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was alarming helium loss.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit, and upon evaluation found the helium tank to be full, after the device had been in storage for a month. The alarm logs show gas loss in the iabp circuit on the date of occurrence. All leak testing passed. Calibrations, functional testing, and safety testing all passed per factory specifications. The unit was then returned to customer.

Event description:
N/a.